Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the ipg became inoperable following an unrelated surgical procedure despite setting the ipg to surgery mode. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue.